Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display anomaly and failed battery test. Customer¿s blood glucose level was unknown. Troubleshooting for failed battery test was performed. Customer received recurring failed battery tests with several different batteries. Customer advised the insulin pump would not turn on. Customer was able to clear the failed battery test alarm. Customer was advised a battery cap would be sent out.